Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The force sensor flex assembly, force sensor pusher, force sensor gasket, and downstream tubing guide were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 196 occurrences of "downstream occlusion" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.